Event description:
It was reported that smith & nephew implants that were put into patient during her femoral fracture surgery on (B)(6) 2018. Two weeks after surgery she experienced dry skin with a burning sensation on her thighs and feet. A few days later non-itchy, pain-free allergy like rashes began showing up on various parts of her body. They nearly disappear on application of aloe vera and allegra tablets. Her dermatologist diagnosed this as urticaria.

Manufacturer narrative:
The associated complaint devices were not returned. The clinical/medical team concluded that insufficient clinically relevant documentation was provided to perform a thorough medical investigation. The two photos submitted appear to demonstrate rash and/or hives on the upper left back/scapula area and an extremity. Without allergy testing results, pertinent medical history, and concomitant treatments/therapies a causal relationship cannot be confirmed. No further medical assessment is warranted at this time. Should additional information be provided, the clinical/medical task may be re-evaluated. The complaint later stated that two weeks after surgery the patient experienced dry skin with a burning sensation on her thighs and feet. A few days later non-itchy, pain-free allergy like rashes began showing up on various parts of her body. The condition nearly disappeared on application of aloe vera and allegra tablets. The patient¿s dermatologist diagnosed this as urticaria. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the listed parts revealed no prior complaints for the listed batches. Product was sterilized according to sterilization release documentation from quality control. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. We consider this investigation closed.